Manufacturer narrative:
Investigation: the manufacturing records were reviewed for this lot. There were no events noted that would have contributed to what the customer experienced and there were no abnormalities in the 100% visual inspection. A recent change was made to the needle guard injection mold. Regarding the parts associated with the needle retraction, the change resulted in making the inlet end of the needle guard smaller than previous lots. In testing retention samples, the reported customer issues could not be duplicated. There have not been any other similar reports since the dimensional change took place. Root cause: the root cause of the hematomas could not be determined. No issues were identified with the disposable set, manufacturing records or retention samples. It is possible that the root cause could be related to operator technique.

Event description:
The customer reported an increased number of hematomas that they believe are due to needle guard issues. It is not known if any medical intervention was necessary for the reported hematomas. Patient information is not available at this time. The disposable sets were not available for return because the customer discarded them. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.